Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that beginning (B)(6) 2015, v. Sensing integrity counts up to 64, and vt-ns episodes with evidence of lead noise oversensing were noted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) alert triggered due to elevated sensing integrity counter (sics). In addition, stored episodes show noise and oversensing with the right ventricular (rv) lead. A lead fracture was suspected. Reprogramming was performed for lead polarity and sensitivity. The rv lead remains in use, and is being closely monitored. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead also exhibited high impedance spikes. The lead was capped and replaced.